Event description:
Pt underwent a thoracentesis due to a large right pleural effusion. Upon withdrawal of the thoracentesis needle, a portion of the catheter remained inside the right chest. This then stinted the hole open which allowed for air to become a sub-pneumonic pneumothorax on the right. The portion of the catheter was successfully removed at a later date.